Event description:
The customer reported that the bottom of the insulin pump was falling off. Troubleshooting was performed. The blood glucose reading was 301mg/dl. The caller also stated that the insulin pump is cracked. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the device was received with loose motor support disk.